Manufacturer narrative:
E1: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, patient experience occlusion alarm occurs at quick release between tubing connector and reservoir. The blood glucose level was high, and the issue is addressing is due to manual bolus via pump. No further information available.